Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). During the intervention it was noticed that the pump would go flat immediately when trying to activate the device. The physician connected a syringe with saline to attempt to inflate the ipp but noticed the fluid was leaking out of two pin holes observed in the left cylinder. The pump and cylinders were replaced and the existing reservoir was refilled and connected. There were no patient complications related to the device.